Manufacturer narrative:
Initial reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor had seized and was rough running. It was further determined that the device had a motor defect, water in the machine, phase current of 0.8 amperes, and was making strange noises. The assignable root cause was determined to be due faulty care and maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor on the small battery drive seized, was rough running and defective. It was further determined that the device had a motor defect, water in the machine, a phase current of 0.8 amperes, and was making strange noises. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.